Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had explained that urine was getting into the box on the urine bag¿describing it as the ¿meter" and wanted to know how to empty it. They explained that they could hold the bag upright and flip it to empty the urine from the meter and drain it with the rest of the urine in the bag. The customer then reported a foley catheter blockage. The customer reported that the foley catheter had become plugged, causing pain and requiring a visit to the emergency room. After the emergency room visit, the nurse flushed the foley catheter and attached a different drainage bag than the one previously used. The new drainage bag included a metered box (graduated chamber) for measuring urine output, which was unfamiliar to the customer. As a result, they contacted them for assistance in draining the urine from this metered bag. They explained the process, and the customer successfully drained the urine while on the phone.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had explained that urine was getting into the box on the urine bag, describing it as the ¿meter" and wanted to know how to empty it. They explained that they could hold the bag upright and flip it to empty the urine from the meter and drain it with the rest of the urine in the bag. The customer then reported a foley catheter blockage. The customer reported that the foley catheter had become plugged, causing pain and requiring a visit to the emergency room. After the emergency room visit, the nurse flushed the foley catheter and attached a different drainage bag than the one previously used. The new drainage bag included a metered box (graduated chamber) for measuring urine output, which was unfamiliar to the customer. As a result, they contacted them for assistance in draining the urine from this metered bag. They explained the process, and the customer successfully drained the urine while on the phone.